Manufacturer narrative:
(B)(6). (B)(4). Device broke intra-operatively and was not implanted or explanted. Per facility, the complainant part was discarded and is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 4.5mm cortical screw broke during an open reduction internal fixation (orif) procedure on january 3, 2016. The screw, which had been fully inserted, broke during final tightening into a 4.5mm humerus plate (8-hole). The head of the screw was retrieved and discarded. The shaft, however, remains implanted in the patient's bone. The procedure was completed successfully with no reported time delay. The postoperative status of the patient was reported as "stable". This report is 1 of 1 for (B)(4).